Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. It was also noted that there was swelling around the ipg site. The patient was prescribed voltaren gel for pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. It was also noted that there was swelling around the ipg site. The patient was prescribed voltaren gel for pain. The patient will undergo a revision procedure.